Event description:
Paramedics responded to a person in cardiac arrest. According to the reporter, the device would not reach full charge for defibrillation and a low batery message appeared at each battery position. No further information was provided and patient outcome is unknwon.